Manufacturer narrative:
Not available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is not being able to hear sounds/speech with his implant. He reports to be only hearing a constant buzzing noise and sometimes a popping sound with his processor switched on. The external equipment were exchanged without any change in the situation. Device assessment will be performed on november 28, 2014.